Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that there was a distal left anterior descending perforation from the guidewire. The issue was treated with a thrombin patch. The impella was weaned and explanted without issue. Bedside echo revealed no effusion from perforation.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.